Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer understood the instructions and was informed to continue using the pump, with guidance to contact support if the malfunction reappears.